Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the eds iii was visually inspected a crack in the plastic at the patient line stop cock was found. The current quality inspection for these assemblies is established to 100% test for leaks and blockage. Review of the history device records confirmed the device with product code (B)(4), with lot number ctgcby, conformed to the specifications when released to stock on the (B)(6) 2015. The root cause of the problem reported by the customer is probably due to over tightening, this however could not be determined. As noted in the IFU connectors should be finger tightened only. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
A drainage system was placed on the patient on (B)(6) 2015. On (B)(6), it was noted that the stopcock was cracked. Leak of csf. Infection risk for the patient. The device will be returned for evaluation.